Event description:
It was reported that the patients right ventricular (rv) lead has had a slight increase in thresholds. The physician chose to cap and replace the lead at the time of the device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.